Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The battery was replaced with a known good battery and the receiver turned on. A receiver download was performed and unexpected shut down was observed within the investigation window. An interior visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.